Manufacturer narrative:
E1 initial reporter facility name: (B)(6).device evaluated by MFR.: promus element plus mr ous 2.75x28mm stent delivery system catheter was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. During unpacking of a 2.75x28mm promus element plus drug-eluting stent, it was noticed that the device was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that shaft break occurred. During unpacking of a 2.75x28mm promus element plus drug-eluting stent, it was noticed that the device was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Initial reporter facility name: (B)(6).